Event description:
Per the audiologist, the pt reported no auditory perception with the cochlear implant system. Results of an integrity test done in 2008, were consistent with normal functioning receiver/stimulator. Reprogramming the pt's sound processing program did not solve the problem. Explantation/reimplantation surgery is planned but had not been scheduled at the date of this report, september 12, 2008.